Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing on the primary vector. No therapy as delivered due to this oversensing. It was decided to reprogram the system to the secondary vector as it was noise free. Additionally, a data issue due to a benign memory corruption was observed, this was also resolved. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.